Event description:
It was reported that a gradual impedance decline was noted over the past month; insulation failure now reported. Device was removed from service. No patient complications have been reported as a result of this event.